Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has been having issues with her infusion sets and that the insulin pump was not alarming no delivery as it should. The patient's blood glucose at the time of incident was 230 mg/dl. Troubleshooting could not be completed for the absence of no delivery alarm issue as the customer did not have a tubing clamp available to perform the high pressure test; the customer was out of town at the time of call. The customer was advised to monitor the insulin pump and call back if issues persist. The insulin pump was not returned or replaced.